Manufacturer narrative:
(B)(4)

Event description:
Procedure: hysterectomy.according to the reporter: the device jammed in the &quot;jaw closed&quot; position with the needle intact, when the technician attempted to unload the device, the black release lever would not push up, nor would the green toggle levers. The needle would pass freely to the right, but would remain closed and not toggle to the left. A new device was opened for use and the device would not open to release the needle.